Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: the patient was revised due to pain and trunnionosis. Previous exams leading up to the revision show joint effusion and mild edema. A work done was negative for infection. No corrosion was noted at the stem- neck junction, but mild trunnionosis was found at the head-neck junction. The stem and liner were both in excellent condition and well fixed. The head and neck were exchanged. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: ref: (B)(4), lot 63165360, zimmer tm shell ref: (B)(4), lot: 63446114, zimmer longevity liner. Ref: (B)(4), lot: 63410020, zimmer screw. Ref: 00771300600, lot: 63206750, zimmer m/l stem. The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 -2021-00328.

Event description:
It was reported that the patient underwent initial right total hip arthroplasty. Subsequently, the patient was revised approximately 5 years later due to pain and trunnionosis at the head/neck junction. The postop pathology report noted dense fibrosis, necrotic tissue, and inflammation. The head and neck components were replaced. Attempts have been made and additional information on the reported event is unavailable at this time.